Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic partial nephrectomy- "the cd001 bag was used to retrieve the specimen at the end of the case, the specimen was small in size compared to the volume if the cd001 bag. The surgeon went to take the bag out through the port incision site, they then passed the bag to the scrub nurse who went to take it out of the bag only to realise that there was not a specimen in the bag, there was blood and fluid to presume that a specimen had been in the bag. The surgeons then had to go back into the patient to try and locate the specimen which they did find and remove. They inspected the bag after the case to see that it did not have any tears or bursts in it. Confirmed by the rep: they did not have any tears in the bag. Unfortunately the bag was not kept to be sent back to applied medical." Additional information received via email from applied medical team member on (B)(6) 2016: according to the staff the bag was pulled closed as it is designed to be, however it must of opened enough for the specimen to escape. Surgeon was confident he had placed the specimen in the bag, however the specimen might have came out of the bag before it was closed. According to the staff the fluid was found in the bag, with them trying to say that there was a specimen in the bag at some point. They did not report leakage anywhere else. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned for evaluation and therefore, could not be tested. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. In the absence of the subject device, it can be difficult to determine the root cause. Although the bag could not be tested, from the customer experience, it was noted that the bag did not have any tears or bursts. Further, all inzii retrieval bags are 100% inspected during the manufacturing process and was therefore likely conformant. The design of the tissue bag is such that the bead and cord loop allow for the bag to be able to cinch and re-open. Potential scenarios that could result in the specimen falling out are if the specimen was not fully inserted into the bag, the bag opening was larger than the specimen when cinched, or the bag re-opened during retrieval. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.